Event description:
It was reported that during the procedure, a pt burn occurred.

Manufacturer narrative:
The used device was not returned for eval; therefore, an engineering analysis of the subject device cannot be performed, and the complaint is unable to be confirmed.